Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he wanted to check his insulin pump to make sure everything was working. His blood glucose at time of call was 283 mg/dl however, it was 568 mg/dl. Troubleshooting found that the customer's drive support cap was normal and that there were no air bubbles in reservoir. Customer wanted to perform a high pressure test and test passed. Customer was advised to follow up with his doctor regarding high blood glucose. Troubleshooting indicated that the device was performing as designed and customer declined to send pump back for analysis.